Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1915ft sutr anch, crkscrw ft,3.5x 10mm serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device was received damaged. The visual evaluation found tip of the driver was broken off. The evaluation of the screw noted damage on the threads and deformation of the outside diameter. No damage on the suture was observed. The most likely cause of the reported failure is improper misaligned insertion, prying, or leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a lateral ankle ligament surgery the tip of the device broke off during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.